Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for a diabetic ketoacidosis and was released that morning. The tubing in the infusion set was bent and they were unaware. Customer's blood glucose level was not reported. The device was not returned.